Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was due to the cable connecting ECG "c" and ECG "d" to the distribution node (dn) being cut, causing the j704 connector on the distribution node pca to break and damaging all wires within the cable. The root cause for the cut cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.